Event description:
A patient reported possible inaccurate low results with a surestep meter. In a single comparison with a venous whole laboratory test result, the surestep meter displayed a blood glucose reading of 80mg/dl versus a laboratory reading of 109mg/dl. Patient did not replace. No allegations of harm have been made.